Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/19/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/06/2014 with the following findings: on investigation, the display screen was found to be dim and discolored. Unrelated to the original display complaint, the audio bolus button was noted to be difficult to press. The audio bolus button cover was removed for investigation and reveal contamination of the button contact. Also unrelated to the original complaint, on visual inspection, the battery compartment was noted to be cracked.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.